Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacment indicator was no, indicating that the generator had not reached end of service. Previous device diagnostic testing six months prior was within limits, indicating proper device function at that time. Review of x-rays by neurosurgeon revealed that the lead electrodes had migrated downward on the vagus nerve to the collarbone area. Further follow-up revealed that the patient underwent revision surgery due to the apparent migration of the lead electrodes. During the revision surgery, a seroma was noted at the generator site. The patient had reportedly had fluid at the generator site for approx one month prior to surgery. Cultures of the fluid were positive for serratia marcescens. Both generator and lead (including electrodes) were explanted and discarded. The infection was treated with a 10-day course of IV antibiotics and a subsequent 10-day course of oral antibiotics. The infection has reportedly resolved. Reimplant is not scheduled at this time. During the course of investigating the reported infection, it was discovered that the pateint had experienced a previous infection post-implant that reportedly resolved following a 6-week course of IV antibiotic treatment. Treating neurologist indicated that the two infections were separate and unrelated events as each involved a different organism. The first infection occurred approx two weeks post-implant and was due to staphylococcus aureus.